Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that some results for a patient (patient a) were saved in the cobas infinity software for another patient sample (patient b). Orders from both samples were sent to the laboratory at almost the same time. The order time stamps were very close. A sample was collected from patient b (patient identifier (B)(6)) and given a sample identifier of (B)(6). When checking sample identifier (B)(6) in the cobas infinity system, the sample appears with the patient name and patient identifier ((B)(6)) for patient a. Results for a second sample from patient a (patient identifier (B)(6)) were sent to the cobas infinity software and there were no problems with the information for this sample in the cobas infinity system. No adverse events were alleged to have occurred. Upon investigation of the provided data, the following scenario was determined: different orders were created as follows for the two patient samples before being sent to the cobas infinity software: patient a had orders 1a, 2a, and 3a; patient b had order 4b. The orders were transmitted to the cobas infinity software by the laboratory information system the orders were then registered in the cobas infinity software as follows: patient a had orders 1a and 3a; patient b had orders 2a and 4b. After remote connection to the cobas infinity software, it was concluded that everything is configured and working as expected. The investigation could not identify a product problem. The cause of the event could not be determined.